Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Date of event is an approximation. On 06/25/2025, it was reported that the patient experienced a skin reaction with burning sensation under the entire surface of the patch. The reaction was treated with a prescription of an oral unspecified medication. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.